Event description:
Drowning victim. In the process of defibrillating pt, marquette failed. 1st and 2nd shocks delivered without incident. While marquette was being energized to deliver the third shock the device mode a loud popping noise and went blank. A secondary device (marquette 1250 AED) was placed on the pt but no shock was advised. Pt was taken to the hospital with this marquette 1250 in place for monitoring and defifrillation purposes.